Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that the physician noted that the intra-aortic balloon (iab) had a hole. There was no reported injury to the patient.